Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent empty cartridge alarms were received while insulin remained in the cartridge. Customer's blood glucose level was 129 mg/dl. Cartridge changes were performed resolving the alarms.